Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose 750mcg/day; lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity. Patient pertinent medical history included cardiovascular accident (cva; 2013), hemiparesis with spasticity, and baclofen pump implanted 2014. The patient had a new catheter placed (B)(6) 2015; however, the catheter was removed on an unknown date ¿due to complications.¿ information was requested to clarify the allegation as well as to determine the event date, what symptoms were experienced, what troubleshooting was performed, and if a cause of the issue was determined. A supplemental report will be submitted if additional information is received.